Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for elevated blood glucose (bg 708 mg/dl). Contact did not know if pump/supplies caused or contributed to the hospitalization. Contact was not with the customer at the time of the report and could not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.